Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a severe hypoglycemic event on (B)(6) 2026 while wearing the pod between 1 and 4 hours. The patient reported that following previous pod failures associated with suspected insulin delivery issues, and manual insulin correction attempts, a new pod was activated prior to the event. After consuming a sugary snack, the patient's blood glucose level rapidly decreased to below 2.0 mmol/l (36 mg/dl). The patient experienced loss of consciousness, and shaking, and collapsed at a café. A paramedic attended the within approximately five minutes, monitored the patient for approximately 30 minutes, and diagnosed hypoglycemia caused by a rapid decrease in blood glucose levels. The patient recovered following carbohydrate intake, with a reported blood glucose reading of approximately 4.4 mmol/l (79.2 mg/dl) during recovery. The patient was not transported to hospital. No additional medical treatment or medication was administered. The pod was reportedly discarded.